Manufacturer narrative:
(B)(4). A batch review will be performed. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: one used sample was available at the plant for evaluation. No defect was observed during visual inspection and functional flow rate test. The sample was working within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor experienced an underinfusion. The infusor was filled with 110ml fluorouracil and saline. The infusion was expected to last 46 hours, however approximately one third of the solution remained in the pump when the patient returned to the hospital after two days of use at home. The reporter stated that the filled infusor was not stored in a refrigerator and was at room temperature before use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 13j011 was manufactured september 6, 2011- september 9, 2011. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.